Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope tube only allows water to pass, but no air due to foreign material (yellow impurity) in the air/water supply tube due to insufficient or incorrect reprocessing of the scope. The event occurred during an enteroscope diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, adhesive of the bending cover damaged, and foreign material (yellow impurity) in the air/water supply tube. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but could the foreign material ("yellow impurity") could not be identified further. The following information was obtained: air/water flow function was inspected before procedure. No abnormality was confirmed in inspection. Injection tube (mh-946) was used in manual cleaning, and there was no shaved mark on connecting part of mh-946. Reprocessing was performed in accordance with the instructions for use (IFU). The user used a/w(air/water) channel cleaning adapter (mh-948) when feeding air/water. The user performed pre-cleaning immediately after using the device for procedure. Olympus will continue to monitor field performance for this device.